Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock cause by a suspected air entrapment. The field representative indicated that a defibrillation threshold (dft) test was recently performed, and all measurements were as expected. The technical services (ts) review the episode provided and indicated that the artifact pattern seen on the images, matches the pattern of air being released from the header through the seal plug. Ts explained that this kind of artifacts would only be seen on secondary or alternate vector typically shortly after implant. This s-ICD remains in service. No adverse patient effects were reported.